Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the physician reprogrammed the device because it was "getting too much electricity" and now the patient is experiencing a "thump down in the diaphragm." Follow-up with the physician's office was attempted, but no additional information could be obtained. The left ventricular lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was later clarified by the physician's office that the patient was experiencing diaphragmatic stimulation due to the left ventricular lead. The lead was reprogrammed, which resolved the issue, and it remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.